Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. System operates as intended.

Event description:
Customer reported the system displayed a communication error intermittently will not boot up. No patient injury was reported.